Event description:
It was reported that during follow-up, an alert for capacitor charge time limit was observed. No patient symptoms were reported. Device replacement is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.